Manufacturer narrative:
Evaluation results: an injector and cartridge lot number search was performed for similar complaints within the search. Injector lot search shows five similar complaints and the cartridge lot search shows two similar complaints.

Event description:
The reporter stated, that the surgeon was using a eyeonics crystalens in a staar cartridge and the lens was damaged. No pt contact.